Event description:
It was reported that review of device interrogation was requested. The review is significant for a large number of stored ventricular events and some atrial tachycardia response (atr) events. Other episodes were non-sustained. However, there was one event with delivery of anti-tachycardia pacing (atp) and shock therapy for apparent atrial fibrillation (af) with rapid ventricular response (rvr). The shock terminated the arrhythmia. There was undersensing of af, which may have added to the number of v events stored due to the rvr. The clinical observations were documented, and no adverse patient effects were reported. The device was subsequently explanted for normal battery depletion and was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.